Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the proper amount of insulin. There was no reported adverse impact to the customer's blood glucose level. Reportedly, when issue occurs, infusion set site is changed out. Contact declined to perform a system check with tandem technical support; therefore troubleshooting could not be performed to determine if there was an issue with the infusion set.